Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when preparing eribulin(1mg), a needle of a bd phaseal¿ protector p14j didn't pierce the center of the membrane, and an opening was made, resulted in leakage.

Event description:
It was reported that when preparing eribulin(1mg), a needle of a bd phaseal¿ protector p14j didn't pierce the center of the membrane, and an opening was made, resulted in leakage.

Manufacturer narrative:
Investigation: one sample unit was received for evaluation by our quality engineer team. Through examination of the returned sample, it did not appear that the needle punctured the rubber stopper and the metallic cap was damaged. The fact that the expansion chamber did not work properly suggests that the protector was not properly attached to the vial. As a lot number was not available for this incident, a device history record review could not be completed. It has been determined that the leakage resulted due to an improper connection of the protector to the vial. The protector must be attached completely vertical to the vial. Use of the m12 assembly fixture is recommended to ensure a proper connection. It does not seem likely that the needle was inclined/bad assembled as visual inspection of the needle housing does not reveals defects. The leak seems related to a bad use of the device.